Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was 153 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The customer was unable to complete the rewind sequence. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.